Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A healing collar (hc345) was received. Visual inspection of the as returned product identified that the first couple threaded were damaged (bent). There were noticeable signs of wear and discoloration around the threads due to usage and minor nicks around the occlusal surface. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: review of the instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs (9658 rev 1-01/15) identified information regarding healing collar placement under section title 'technique information'. As per the IFU, if resistance is felt or the healing collar seems difficult to seat, the healing collar may be misaligned with the axis of the implant. Then back out the healing collar and rethread it into the implant in proper alignment. The complainant reported that the 'abutment didn¿t engage to internal connection and couldn¿t be placed'. The healing collar was functionally tested with a compatible in-house tsv implant. The device did not completely thread into the implant drive feature as normal. Therefore, based on the evaluation, the device malfunctioned and the reported event was confirmed following inspection. A root cause for this complaint could not be determined. UDI: (B)(4). Device available for evaluation change 'no' to 'yes'. Device evaluated by manufacturer: change 'no' to 'yes'. (B)(4) ; changed to zimmer biomet complaint number (B)(4).

Manufacturer narrative:
(B)(4). Not returned to manufacturer.

Event description:
Doctor indicated heal collar (hc345) was not fitting into implant during procedure. The heal collar was defective no implant was removed. At the second stage surgery, this abutment did not engage to the internal connection, and couldn't be placed. An identical size abutment was then used without any problem.